Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/2/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel breast implant 350cc gel prosthesis, catalog: 3507350bc, serial number: (B)(4), lot: 5576450. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor memorygel breast implant 350cc gel prostheses. Rupture on the right breast prosthesis was diagnosed post procedure through a MRI. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. Device evaluation summary: the device was returned at mentor containing gel with a yellow appearance. Brown material was observed within the device. Gel was observed on the shell surface. During visual examination, the product evaluation team observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and brown material observed. The device history record (DHR) of lot number 5578691 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).